Manufacturer narrative:
Corrected data: d4 serial number updated/corrected. The investigation is still ongoing.

Event description:
Clinical narrative: an impella 5.5 device was inserted surgically into the left axillary/subclavian artery in a 53-year-old female patient presenting in heart failure, cardiogenic shock, cardiomyopathy, in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage d shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the physician was unable to reposition the impella. The device was difficult to move while pressing the blue hub. After 19 days on support, the family withdrew care, and the patient expired from multi-organ failure. The impella functioned at p-5 at 2.2l/min as intended. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in heart failure and cardiogenic shock, complicated by stage d shock.

Manufacturer narrative:
A5: ethnicity and a6 race are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Corrected information was provided in d3. Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number have been updated. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the device in wrong position/difficult to lock or unlock catheter anchor or tuohy was not determined due to insufficient clinical details and no product return.